Event description:
On (B)(6) 2023, my left knee was injected with what was to be the first three injections of euflexxa 20mg. This was done by dr. (B)(6), (B)(6) physicians. By the end of the day, my knee was painful and swelling. The swelling and the pain continued for the next week until I saw irvine again. The swelling continued into my lower leg and foot. I saw the doctor on (B)(6) and told him to discontinue the euflexxa. The doctor drew of 22 ccs of fluid from my knee. Today I still have heavy pain in my knee and cannot get around. The pain is continuous. I am basically crippled.